Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 290 to 258 and the 4 psi calibration value from 378 to 345. Following recalibration, the device passed the 30 psi and 4 psi occlusion pressure tests, with measured values of 23.720 psi and 2.860 psi, respectively, which are within specification. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, with a recorded pressure of 19.800 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.